Event description:
Clinic notes dated (B)(6) 2013 indicate the patient has been experiencing more seizures than usual. The last seizure reported was on (B)(6) 2013. The spell lasted a few seconds and was described as a single jerk. The patient's mother mentioned current dental problems and that the patient would undergo dental surgery on (B)(6) 2013. The patient was started on onfi 5 mg. Attempts will be made for additional information. No additional information has been provided.

Manufacturer narrative:
.